Event description:
(B)(4).

Manufacturer narrative:
Document review: versafitcup cc highcross pe acetabular liner: (B)(4)/ lot 132329 (70 liners produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. Fifty six liners belonging to this lot have been already sold without any similar event. Versafitcup cc trio no hole cup: (B)(4) / lot 130022 (60 shells produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. Fifty cups belonging to this lot have been already sold without any similar event. From the data collected, there are no evidences that the event is device related, but it is more likely due something wrong done by the surgeon during the surgery.